Event description:
Initial set up of laser was normal, but when it was to be used it failed. Laser indicated e1 error (barcode reader failing) and the laser would not fire by design for safety reasons. There was no injury to the patient (infant) or the medical staff as reported by hospital representative. The patient general anesthesia for approximately one hour, but the procedure was never started. This occurred in 2002, the operation was completed successfully the following monday. The hospital had the laser serviced over the weekend and it was used for the operation on monday.